Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm dislodgement and muscle stimulation. In addition, the complete lead was returned intact and not severed. Lead passed the electrical continuity testing indicating conductors were intact. Visual inspection revealed no abnormalities. The tip and tines are intact and undamaged. Furthermore, concluded known inherent risk based on the field report of muscle or pocket stimulation which is a known medical risk for implanted pulse generator systems (pacemakers, defibrillators, rhythm therapy devices and associated cardiac leads).

Event description:
It was reported that this left ventricular (lv) lead was dislodged and was noted on the right atrial (ra)/superior vena cava. Also, the patient was experiencing diaphragmatic stimulation. The lead was turned off. Additional information indicated that the lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was dislodged and was noted on the right atrial (ra)/superior vena cava. Also, the patient was experiencing diaphragmatic stimulation. The lead was turned off. Additional information indicated that the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.